Event description:
It was reported that during aveir leadless pacemaker implant procedure, the helix was noted to have sprung while being advanced through the valve. The procedure was completed using an alternate device on 11 mar 2024. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found elongation of the helix, consistent with implant damage. No further anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the patient experienced hypotension during procedure, and a thoracentesis was performed.